Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring at 126 ohms on right ventricular (rv) channel. Furthermore, there was single jump in the impedance measurements. During provocative maneuvers it was noted that the shock impedances remained stable around 108 ohms. The plan is to continue monitoring via latitude. This device remains in service. No adverse patient effects were reported.